Event description:
It was reported that a pt underwent a breast surgery procedure in 2009. Prior to use on the pt, the reservoir would not activate when the bottom flap was bent. A second like device was obtained, and no adverse pt consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 04/15/2009. Failure of plate locking mechanism - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two device were involved in this event. See also medwatch 2210968-2009-00402. The same pt is represented in each medwatch.